Manufacturer narrative:
Foreign: county of origin is (B)(6). Method: product disposed by hospital, thus unable to evaluate device. Results: the procedural physician inflated the balloon above the specified rated burst pressure (rbp). The printed label indicates that the rated burst pressure (rbp) is 14 atmospheres.

Event description:
When this product was used at 16 atmospheres to dilate the lesion of 90% stenosis with moderate calcification in the right superficial femoral artery, the balloon ruptured. No health damage to the pt was caused. The product was disposed of after the procedure at the facility. The physician implied that the balloon rupture was caused by the moderately calcified lesion, not a product defect.